Event description:
During a pulmonary vein isolation procedure a clot was noted extending from the tip of the sheath under intracardiac echocardiography. Upon removal, the tip was examined and there was no clot; however, the inner tubing of the sheath was tangled and protruding from the tip. A new sheath set was used for the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. A long transparent piece of foreign material was noted to exit the distal tip of the returned sheath. Further investigation determined the foreign material was a portion of the jacket liner from the interior of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the jacket liner could not be conclusively determined.